Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of clip dislodging. Imdrf impact code f2202 captures the reportable event of endoscopic procedure imdrf patient code f0506 captures the reportable event of hemorrhage.

Event description:
Note: this report pertains to the second of four resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that four resolution 360 clips were used for a polypectomy in the neoterminal ileum during a colonoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was brought back to the hospital for a follow-up endoscopy procedure due to bleeding. During the procedure, it was found that the four clips that were used from the previous procedure had gone off, causing bleeding to the patient. It was reported that the bleeding was successfully stopped by placing a non-boston scientific device.